Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the oxygen blender to address the reported issue. The oxygen blender has been requested for failure analysis, once the oxygen blender is received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ltv ventilator had low oxygen blending issues. There was no patient involvement associated with this complaint.